Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's back broke out and was bleeding. The patient was recommended to apply a lotion by a pharmacist. Follow up indicated that the skin irritation is healing.